Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-10. The patient reported that the difficulty charging and awkward neurostimulator (ins) site/ins protruding had not been resolved. The patient reported that she had an appointment on (B)(6) 2017 but the battery itself continued to get up on her body armor she had to wear for work.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Pplicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling and was having a difficult time charging their ins. The patient reported that they were going to have a revision done because the ins protrudes out of their back and was in an awkward position which makes it hard for patient to connect. No symptoms were reported. No further complications was reported and/or anticipated.